Event description:
A customer reported prior to use the ¿applicator and sensor is already used¿. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and no issues were observed. Applicator was fired successfully with sharp retained inside. Sensor cap was retained in applicator cap. Puck carrier was locked in place. Puck carrier was removed to inspect the sharp and no issues were observed. Customer reported applicator and sensor was already used. Customer complaint was not observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use the ¿applicator and sensor is already used¿. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.